Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. The rv lead position looked good under x-ray. The rv lead experienced a micro dislodgement, it was confirmed via fluoroscopy. The right ventricular (rv) lead was revised and repositioned. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.